Event description:
It was reported that during an unknown procedure, the blade was broken off outside the patient. The doctor commented that the blade had not contacted with a metal. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.